Manufacturer narrative:
It was reported that the ventilator was not working the nozzle unit and the air gas module was replaced but not returned for investigation as the part was discarded. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator was not functioning properly. There was no patient harm. Manufacturer ref.#: (B)(4).